Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting and cleaning the kit and tubing and it was confirmed that the tubing was kinked. Replacement tubing was sent to the customer. The customer called after receiving the tubing and alleged that the issue was not resolved. A replacement pump was sent to the customer. Follow up to get additional information from the customer is on-going. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was experiencing low suction when using her sonata breast pump and she found a kink in the tubing, which must be adjusted to get suction. The customer indicated that she is a doctor and self-diagnosed mastitis, for which she was taking an antibiotic.

Manufacturer narrative:
The device was returned and evaluated with the customer's parts/accessories and the failed all vacuum specifications, with the exception of single phase stimulation mode. It was noted that the customer's valves, connectors and membranes were all dirty. After the customer's parts were wiped down, testing was performed again and the device passed all suction and cycle specifications. Refer to attached evaluation. [(B)(4)].